Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the coil was removed without the fiber. The moderately tortuous target lesion was located in the arteriole. A 5mm/5.5 mm vortx¿ - 18 was selected for use. During procedure, with intermittent flushing upon insertion, the device encountered resistance when it was inserted in a non bsc sheath. The device was removed from the sheath; however, it was noted that only the coil was removed and the fiber remained stuck inside the sheath. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.

Manufacturer narrative:
The device was returned for evaluation. A coil and a introducer sheath were returned for this complaint. The introducer sheath was inspected and no issues noted. The coil was found broken in 2 pieces. The coil was inspected and it was found stretch. Microscopic inspection of the apex zap tip revealed that the shape and surface was smooth. Also, the base zap tip shape and surface was smooth. The dimensions of the coil that could be measured were found to be in specification. The fibers were found out of specification probably due to the coil broken and the coil stretched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to reduce the risk of complications, a continuous flow of appropriate flush solution should be maintained between the microcatheter and guiding catheter, and the microcatheter and any intraluminal device. Continuous flushing also reduces retrograde flow of blood into the microcatheter during coil delivery and reduces the potential for contrast crystal formation and/or clotting on both the guidewire and inside the microcatheter lumen." (B)(4).

Event description:
It was reported that the coil was removed without the fiber. The moderately tortuous target lesion was located in the arteriole. A 5mm/5.5 mm vortx¿ - 18 was selected for use. During procedure, with intermittent flushing upon insertion, the device encountered resistance when it was inserted in a non bsc sheath. The device was removed from the sheath; however, it was noted that only the coil was removed and the fiber remained stuck inside the sheath. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was stable.